Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Preoperative diagnosis: lumbar stenosis procedure: posterior lumbar fusion levels implanted: l4 it was reported that on (B)(6) 2015, intra-op, tip of the probe broke during pedicle separation and was left remaining in the pedicle inside the patient. In-situ fusion was performed as a result of this event. No injury to patient was reported due to this event.